Event description:
Resident/pt was found in her wheelchair. She had slipped down partially out of her wheelchair onto her knees with the seatbelt around her neck area. The charge nurse could not obtain a pulse, blood pressure or respirations. CPR was initiated but it was not successful.